Event description:
It was reported that the patient presented to the emergency room for an unknown reason. Upon interrogation, it was noted that the patient's right atrial ra lead exhibited noise oversensing which resulted the device exhibiting inappropriate mode switch ams episodes. No known intervention was reported to address this issue. The patient was in stable condition.